Event description:
Reportedly, the patient, who is pacemaker-dependent, had a syncope even if the estimated residual longevity was not reached. On (B)(6) 2019, the battery impedance was 7.32 kohms and the estimated residual longevity was 10 months. On (B)(6) 2019, the patient was submitted to the hospital in emergency. Since the battery of the pacemaker was depleted, the pacemaker was replaced.

Event description:
Reportedly, the patient, who is pacemaker-dependent, had a syncope even if the estimated residual longevity was not reached. On (B)(6) 2019, the battery impedance was 7.32 kohms and the estimated residual longevity was 10 months. On (B)(6) 2019, the patient was submitted to the hospital in emergency. Since the battery of the pacemaker was depleted, the pacemaker was replaced.

Manufacturer narrative:
D7 (explantation date) corrected. H6 (device code) updated. Please refer to the attached analysis report.

Manufacturer narrative:
Based on preliminary analysis and provided data, normal battery depletion occurred (according to hrs guidelines).

Event description:
Reportedly, the patient, who is pacemaker-dependent, had a syncope even if the estimated residual longevity was not reached. On (B)(6) 2019, the battery impedance was 7.32 kohms and the estimated residual longevity was 10 months. On (B)(6) 2019, the patient was submitted to the hospital in emergency. Since the battery of the pacemaker was depleted, the pacemaker was replaced.